Event description:
It was reported that when using the bd pyxis¿ medstation¿ es mn1ed1 drawer 4 failed and it required maintenance. The customer assessed and troubleshot the issue, accessed the back panel, and performed a reboot; however, the problem persisted. The system indicated that it failed to stay closed, even though it does not open at all. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer had failed and the device was not on the bus. The field service engineer (fse) identified that the magnet had fallen out of the inseparable on full-height drawer 4 on the main unit. The inseparable was replaced with the new-style component, and the hardware test application was completed successfully. The system functioned as intended after the field service engineer repaired the device.